Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was running slow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was overall slowness, observing that login and patient search took several seconds and system resource usage was elevated. A technical support specialist (tss) connected to the station and found that memory stayed at 82%, disk activity spiked to 95%, and central processing unit (cpu) fluctuated between 35 to 55% with occasional spikes when additional tasks were opened. The system had been running for over 177 hours, and a system file check was performed, which repaired corrupted files. Disk space was reviewed, showing adequate free space on both c and d drives. The component store was analyzed and cleaned, reducing its size for improved performance. Network settings were confirmed as 100 mbps half duplex, and performance settings were already optimized. Based on findings, knowledge article knowledge article, medstation es application slowness during transactions bad cardinality estimations was applied through the database to address suspected cardinality issues contributing to slow task execution. After completing these actions, performance improved and the issue was customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was running slowthe customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.